Manufacturer narrative:
On 4-nov-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and while attempting to cross the bb hole (means hole of transseptal puncture), the tip of the catheter was folded and could not be crossed the bb hole. This occurred approximately one and a half hours after the start of the procedure. No needle was involved in the alleged event. After replacing the vizigo short, it could be crossed the bb hole. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection were performed following j&j procedures. Visual analysis revealed that the soft tip was observed deformed. The tip was observed wrinkled and bumped with a tear mark on the surface. The damage observed could be related to the manipulation of the device during the procedure, however, this can not be conclusively determined. A device history record review was performed for the finished device 60000658 number, and no internal actions related to the complaint were found during the review. The tip damage identified during the investigation could be related to the resistance issue reported by the customer; therefore the complaint was confirmed. The potential cause of the damage could be related to skin incision size relative to the sheath; however, this cannot be conclusively determined. It should be considered that a small incision can be a contributing factor to this even. The instructions for use contain (IFU) the following warning and precaution: during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and while attempting to cross the bb hole (means hole of transseptal puncture), the tip of the catheter was folded and could not be crossed the bb hole. This occurred approximately one and a half hours after the start of the procedure. No needle was involved in the alleged event. After replacing the vizigo short, it could be crossed the bb hole. The procedure was completed without patient's consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).